Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2- australia. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to infection. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported in error. There are no allegations against the articular surface due to suspected infection that occurred approximately one year post implantation. Please void previous report regarding the articular surface.

Event description:
Upon receipt of additional information, it was determined that this item was reported in error. There are no allegations against the articular surface due to suspected infection that occurred approximately one year post implantation. Please void previous report regarding the articular surface.